Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the events were unable to be determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 54-year-old male patient received an impella cp for treatment of acute myocardial infarction¿related cardiogenic shock. Based on the reported lvedp >50 mmhg, the shock appeared severe. Revascularization was performed after hemodynamic stabilization on impella support. Complaint 1: during impella insertion, the introducer sheath appeared occlusive to the superficial femoral artery. Multiple attempts to place a reperfusion catheter were unsuccessful. A femoral angiogram performed before insertion of the peel-away sheath showed preserved distal flow. Complaint 2: surgical repair of the femoral artery was required after impella cp explantation. Surgical repair required placement of a patch rather than simple suturing. Complaint 3: the ICU team noted rapid and severe hemolysis. The purge fluid had previously been yellow and clear. Device position was checked by echocardiography, but a formal echocardiogram was still pending to confirm optimal positioning. In summary, it is unclear whether all IFU-recommended assessments for hemolysis (e.g., relation to septum or mitral valve, right ventricular function) were performed. No patient harm such as transfusion requirement or acute kidney injury resulted from the hemolysis. The first two complaints likely represent a femoral artery dissection during sheath placement. This mechanism could explain the initial angiographic findings, including absence of distal flow when contrast was injected through the side port, depending on the configuration of a false lumen and the position of the companion sheath. The IFU describes best practices to minimize this risk. Overall, the issues reported are consistent with events described in the instructions for use. Despite these complications, impella support appears to have contributed significantly to the survival of a critically ill patient.

Manufacturer narrative:
Corrected information has been provided in b1 (is product problem) to capture the malfunction code. The cause of the injury was not determined due to lack of sufficient clinical details. The cause of the hemolysis was not determined without returned product investigation and sufficient clinical details.